Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. The visual inspection found no defects. The functional evaluation found that the battery was depleted, establishing a relationship with the event reported. The lithium ion re-chargeable battery, contained within the device is subject to a limited number of charge cycles, battery failure can occur when it has reached its life expectancy. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that during service evaluation the renasys touch device was found unable to start up correctly and could not recharge the battery due to a defective battery and a broken j13 connector con the main board. No patient involved.